Event description:
It was reported that the 9800 system intermittently would not boot, was slow to boot. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The had drive, cpu, and several computer boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.